Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following was n oted: were foreign objects residues from the patient? Unknown. Did the customer reprocess the endoscope before shipping it back? It is possible the device was not reprocessed at pick up. Did the customer reprocess the scope properly? Not adequately. However, the staff is trained as per instructions for use. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained at the nozzle and a-rubber (bending section cover) remained dirty due to the user sending the device to olympus without reprocessing. The foreign material / dirt was unable to be identified. The event can be prevented by following the instructions for use: "operation manual chapter 3 preparation and inspection_ 3.3 inspection of the endoscope_ inspection of the endoscope" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Due to a cut on charge coupled device cable, color tone of the image was not proper. In addition to the finds reported, the scope cover, connecting tube, control unit, plastic distal end cover, grip, universal cord, and scope connector was scratched. The bending section cover was dirty. Suction cylinder was shaved. Due to wear of angle wire, bending angle in up, down, left, and right direction did not meet the standard value. Due to wear of angle wire, the play of right/left and up/down knobs were out of the standard value. Due to clogging of nozzle, water removal ability did not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus field service engineer reported on behalf of the customer, the gastrointestinal videoscope displayed irregular color tone (yellow spot) on image. The event occurred during a diagnostic upper gastrointestinal normal procedure. The procedure was completed using the subject device. There was no report of patient harm associated with this event. During incoming inspection, it was determined the nozzle was clogged with a foreign material that was yellowish/brown in color. This medwatch is being submitted to capture the reportable malfunction found during evaluation.